Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt's pump was aspirated, but there was no medication in it. An x-ray was taken and confirmed that the catheter was cracked. The pt was on oral baclofen. Catheter replacement was recommended to the pt.